Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the pe determined that the illegible word had been crossed out by the hcp.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 100.0 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient just got a refill a week ago (from (B)(6) 2016). The patient heard his pump alarming for the second time and was "freaking out" about it. The patient was given oral baclofen (by the consumer) "just to be safe." The consumer was "pretty sure the dose per day was 2000 mcg/ml." The patient was "giggling a little bit uncontrollably; not a lot, just mildly." Additional information reported that the pump logs were checked, and a low battery reset/safe state alarm was occurring. The patient's eye was hurting, and he was mildly laughing, which was something he did while on oral baclofen. The onset of the symptoms was sudden. The patient was taken to the operating room on (B)(6) 2016 and was found to have an occluded catheter. It was noted that the pump pocket was secured down, and the [illegible] catheter was occluded. The pump and catheter were replaced on (B)(6) 2016. There was no flow seen when the pump was disconnected from the catheter. The hcp attempted to aspirate, but there was still no flow. It was noted that the pump pocket was secured down.

Manufacturer narrative:
Updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.